Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with the green power light in the front not coming on was confirmed and reproduced during product evaluation . The cause of the reported condition was determined to be a defective power supply. The damaged rear housing supply was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that the "green power light in the front is not coming on"; this condition had the potential to interrupt delivery. This condition was found in the biomed department when they looked at the pump. It is unknown what process step this observation occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.